Manufacturer narrative:
The rep called into olympus technical assistance center (tac) personnel to report the issue from the facility. They were trying to capture an image using a scope switch, but the images were not saving internally on the unit nor making it to the other computer system. Tac attempted several trouble-shooting options including adjusting the settings and the device memory file. These adjustments lead to the image successfully saving on the cv-190, but did not resolve the issue of the images not getting to the other computer system. Several more trouble-shooting options were attempted to get the image to appear on the other computer system, but were ultimately unsuccessful. Following those options, tac concluded that this issue was likely with the other system, not the cv-190. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported that the evis exera iii video system center was not providing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received on (B)(6)2021 confirming that this event did not occur during a procedure.

Manufacturer narrative:
This report contains additional information. Should further information be made available prior to the investigation conclusion, another supplemental report will be drafted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.